Event description:
It was reported that on (B)(6) 2013, the patient contacted the manufacturing and stated that they were having palpitations only when inside a hybrid car. It was noted that the patient purchased the hybrid car after implantation of the ins system. It was noted that there was an electromagnetic interference issue in the customer environment. The patient inquired about a possible interaction between hybrid cars and their implantable neurostimulator (ins) system. A manufacturing representative contacted the patient for follow up but had not heard a response. There were no diagnostics performed but they would be performed in the future. The cause of issue was not determined. It was further reported that patient was certain that they were experiencing palpitations related to being in the car. It was noted that the patient was concerned. Additional information received reported that the manufacturing representative would visit the patient (B)(6) 2013 and would gather further details at that time. The healthcare professional (hcp) that was looking after the patient had been unavailable and as a result the manufacturing representative had not been able to gather further information from the individual. Additional information received reported that the patient was ¿little¿ and sat close to the steering wheel. The ins hcp advised the patient to see if they could switch the device off and see if they get palpitations when sitting in the car or when sitting in the passenger seat. The programmed settings were left 2-, 1-, case + 450 microseconds, 1.3v, right 10-, 9- case + 450 microseconds and 130hz on both additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).